Event description:
A patient reported blood glucose results of 283 mg/dl with a lifescan meter and 519 mg/dl on a laboratory device, performed within 519 mg/dl minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The patient visited the physician, but it is unclear if pt received any treatment there.